Event description:
Complainant alleged that while attempting to monitor a pt using multi-function electrodes, the device was unable to detect the pt heart rhythm. Clinicians were able to continue using the device to monitor the pt using a three lead ECG cable. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.